Manufacturer narrative:
(B)(4). (UDI): n/a. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was considered to be transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant was handed to the scrub nurse who noticed there was sterility damage to the packaging. The cable could not be used and was disposed of. Another was used to complete the surgery.